Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information gathered revealed the patient's ipg became inoperable due to a prior unrelated surgery.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg became inoperable. As a result, the patient's ipg was explanted and replaced with a different model.